Manufacturer narrative:
In regard to the reported event an eva surgical system was inspected on location and logfiles were provided for review. Inspection of the eva surgical system subject to this event did not reveal any anomalies. Also the reported event could not be reproduced. Review of the logfiles revealed the occurrence of several error messages that indicate a possible issue with the consumable used. However, the consumables subject to this event are not available for investigation. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Also a DHR review did not reveal any anomalies. Based on the investigation performed, the reported event could not be attributed to a malfunction of the eva surgical system. Possibly there was an issue with the consumables used. However, based on the available information this cannot be determined. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
We were informed that during procedure, eva did not keep eye pressure during first 30 min of the operation and the eye went soft. Once the eye was pressurized, surgery could proceed. No surgical delay or actual patient harm occurred.

Manufacturer narrative:
We were informed that the cartridge and tubing sets used have been discarded and are not available for investigation. The incident will be investigated from the log files. It is unknown if the surgical system will be returned at this point.

Event description:
We were informed that during procedure, eva did not keep eye pressure during first 30 min of the operation and the eye went soft. Once the eye was pressurized, surgery could proceed. No surgical delay or actual patient harm occurred.